Manufacturer narrative:
The device was not returned; therefore, a physical evaluation could not be made. The review of the lot history record ((B)(4)) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device failed to shuttle down properly during the deployment procedure. The device was being used for arterial closure with a 6f procedural sheath. It is unknown whether or not the user shuttled down completely. It is unknown if significant resistance was felt when shuttling down. It is unknown if unusual force was applied when shuttling down. No further information is available at this time.